Event description:
It was reported by service report that there was a leak from the hoses to the head end hydraulic jack. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: hose. Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report will be submitted.